Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint, "the tip was burnt." Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. There was no damage found to the grip-tips. The instrument passed the electrical continuity and energy delivery tests.

Event description:
It was report that during central processing, the site identified that the maryland bipolar forceps (mbf) instrument tip was burnt. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.